Manufacturer narrative:
Based on the information available, a definitive root cause cannot be conclusively determined. A device history record (DHR) review was not performed, as no information regarding a device failure mode was provided. Furthermore, there is no allegation of a malfunction which could be related to a manufacturing non-conformance and/or one was not suspected or confirmed through investigation; no labeling non-conformance/deficiency; no device-related infection; and no evidence of a product failure with regard to design, reliability, or use error.

Manufacturer narrative:
Surgical/percutaneous intervention is indicated or performed, or harm occurred due to the device, or there is a device malfunction that could cause or contribute to a serious injury. This event is considered a serious injury. The device was not returned for evaluation, as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was learned via implant patient registry that a 25mm pericardial mitral valve was disabled via a valve-in-valve procedure after an implant duration of 2 years, 4 months due to unknown reasons. A 26mm transcatheter valve was implanted. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device.

Manufacturer narrative:
H11. Additional narrative.

Event description:
It was learned via implant patient registry that a 7300tfx 25mm pericardial mitral valve was disabled via a valve-in-valve procedure after an implant duration of two (2) years, four (4) months due to degenerative severe stenosis and severe regurgitation. The patient presented with nyha iii with severe pulmonary htn. The surgical valve was fractured and a 9755rsl 26mm transcatheter valve was implanted with excellent result. There were no complications. Per medical records, physician noted that it is unknown why the tissue valve failed so early, given that the patient has been compliant with anticoagulation therapy with eliquis. The regimen was shifted from eliquis to warfarin. Patient also presented with moderate aortic stenosis.

Manufacturer narrative:
The most likely cause is patient factors, including dyslipidemia.